Manufacturer narrative:
(B)(4). After further investigation, quality engineering determined the assignable cause to be depleted batteries resulting from user error. Therefore, the conclusion code of 80 (user error contributed to event) better represents the reported problem than code 43 (device failure directly caused event).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed during product evaluation. The root cause of this condition was assigned to depleted batteries. The main batteries and battery harness were replaced to correct this condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.